Event description:
It was reported that during a laparoscopic colon resection procedure the device was would not open after firing on the colon. The device had cut and stapled the colon and the tissue had fallen away from the device. The surgeon pulled the device away from the area. The jaws would not open. It is unknown at what firing or color cartridge was being used at the time. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 04/24/2012. The following information was requested, but unavailable: on what tissue type was the device used?colon. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. During which stroke did the event occur? Na. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Yes. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.